Event description:
The patient was reportedly a non-user due to a severe accident. As a result of the accident, the patient had metal plates inserted into his head on the implanted device side. The patient recenttly decided to resume implant use. While wearing the external equipment, the patient reportedly experienced uncomfortable sensations. In 2005, the patient was seen by a company representative for device evaluation. Testing performed on the c1 device was inconclusive. Due to the metal plates, the device will not be explanted.